Event description:
It was reported that the colonovideoscope exhibited a noisy screen. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1- address 1(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.